Event description:
During a call informing the manufacturer of an installation redo, the biomed tech reported that there is some mounting hardware missing and the track is separating (installation was performed in 2006). No incident occurred, there was no pt involved, and no injuries were reported.

Manufacturer narrative:
The manufacturer informed the initial reporter to contact the end user to immediately stop using his installation until it is repaired. Further information will be provided upon manufacturer's investigation.